Manufacturer narrative:
The device was not returned to zoll medical corporation. Instead, the clinical data was provided. Review of the clinical data did show two shocks were delivered on the reported event date, (B)(6) 2020. The customer confirmed the patient had a pulse and normal sinus rhythm at the time the device gave a shock. The investigation concluded that the device met specifications and the algorithm performed as designed within the limitations of technology available. The indications for use states the patient to be unresponsive, not breathing and without pulse, which the user did not follow. The customer decided not to return the device to zoll for evaluation. This report has been attributed to user error. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) year-old male patient, the device issued a "shock advised" prompt for a heart rhythm they believed was non-shockable. The clinician subsequently administered the shock to the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.